Event description:
It was reported that pumptouchscreen being sometimes unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up, and case was closed with no additional actions taken or information received regarding the outcome of the event.